Event description:
It was reported that pump experienced repeated malfunction alarms while customer was camping in humid conditions and using hot tub. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and continued using it with caution, planned to rely on alternate insulin method if necessary. Technical support assisted with pump reset, confirmed malfunction did not recur after reset, and advised customer to call back if problem returned.